Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6), 2015 the patient underwent revision surgery to excise excess skin; during the same procedure, a longer abutment was placed. The implanted device remains.